Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 252 mg/dl on performa system, 98 mg/dl on lab system within 10 minutes. Reported no adverse event. A request was made for the return of the strips.